Event description:
Cuff would not stay inflated during a pre-insertion test.

Manufacturer narrative:
Device has been forwarded to co's mfg facility where an investigation is currently in progress. Results of the investigation will be forwarded upon completion of evaluation.